Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystoscopy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine prolapse ("uterine prolapse") and uterine enlargement ("enlarged uterus"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, uterine prolapse and uterine enlargement outcome was unknown. The reporter considered menorrhagia, uterine enlargement and uterine prolapse to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia, uterine prolapse, enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystoscopy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine prolapse ("uterine prolapse") and uterine enlargement ("enlarged uterus"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, uterine prolapse and uterine enlargement outcome was unknown. The reporter considered menorrhagia, uterine enlargement and uterine prolapse to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia, uterine prolapse, enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.